Event description:
It was reported that the patient presented with a beeping device, whereupon interrogation found that there was high pace/sense impedance, a high number of short v-v intervals, high thresholds, no capture at high output, apparent oversensing, and a lead fracture. It was noted that at the last device changeout, the physician had relocated the pocket from subcutaneous to submuscular. Tachycardia parameters were programmed off, and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419678 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2006. (B)(4).